Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system displays an error and needs a replacement mainboard. The fse provided the customer a replacement mainboard to resolve the device issue. The fse handed over the equipment to customer in good working condition. Reporting address state (B)(6). Reporter phone (B)(6). Reporting institution phone (B)(6).

Event description:
Philips received a complaint on the intellivue mmx monitor indicating the system displayed an error for a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.